Manufacturer narrative:
D9: date returned to mfg.: (B)(6) 2024. H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection no visual defects were detected, the cuff inflates properly. The complaint could not be confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No further action was taken.

Event description:
It was reported that the cuffs were inflating unevenly and will create uneven pressure on the trachea. The issue was discovered prior to use. There was no patient involvement and no patient harm. No medical intervention required. Outcome of the event was ongoing.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.